Event description:
The following was reported by a user facility: (B)(4), was on a patient (B)(6) 2018 and at approx 5pm, a problem was reported: monitor shut off completely and was unable to be restarted. When attempted to turn it back on system said it needed to be serviced. Neuro surgery called and bolt had to be pulled out and replaced. Icp was unable to be monitored for 2 hours due to malfunction on a patient with high icp's that we were actively treating.